Event description:
A malfunction was reported by the customer, indicated by malfunction code 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within an acceptable range. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.